Event description:
During a tah procedure, a vessel was cut while coagulating. The bleeding artery fell down into the pelvis which the surgeon had to retrieve and seal using sutures. No patient harm reported.

Manufacturer narrative:
Disposable device not returned for analysis. Hospital discarded the device.